Event description:
The user facility reported that water and hld were leaking from their dsd edge automated endoscope reprocessor onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician inspected the dsd edge automated endoscope reprocessor and found the unit to be operating properly. No issues were noted with the function or operation of the unit; the technician was unable to duplicate the reported event. The steris service technician and steris district service manager were unable to confirm the amount of reported water and hld on the floor. The dsd edge automated endoscope reprocessor was returned to service and no additional issues have been reported.